Event description:
Attempts for additional information did not provide information regarding the events. The only information returned was that the patient did not have a history or diagnosis of osa.

Event description:
Operative notes from the patient¿s (B)(6) 2013 surgery were received. Surgical diagnoses included painful malpositioned vagal nerve stimulator lead. During surgery, robust fibrotic scar tissues was found with suture tie downs dislodged. The note stated that the patient tolerated the initial implant procedure well; however, he began to complain of left neck superficial pain at the site of palpable scar tissue and lead. Initial non-operative management included massage and external repositioning, which were both unsuccessful. X-rays reportedly showed no fracture of the lead. During surgery, the suture tie-downs were noted to have become dislodged. The suture tie-downs were temporarily removed, and the lead was freed as much as possible and then re-secured. The lead course was re-routed to allow gentle curve with strain relief loop recreated and suture tie downs secured to muscular fascia. Scar tissue was revised.

Event description:
Clinic notes dated (B)(6) 2013 indicates that the patient was seen for follow up after vns placement performed on (B)(6) 2013. The patient reports hoarseness that waxes and wanes, and is concerned about "feeling the wiring up in the lower neck". The patient had some throat, tongue, and perioral numbness a couple of days ago, but it resolved. The notes also mention that the patient has a past medical history or sleep apnea. Clinic notes dated (B)(6), 2013, indicate that the patient feels like something is "stuck in his throat when the vns is on" and feels like he is choking while eating. The patient went in for revision surgery on (B)(6) 2013, where the lead, and possibly the generator, were revised or repositioned. The devices were not removed and no new devices were implanted. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
Operative notes from the patient¿s (B)(6) 2013 implant surgery were received. The procedure was completed with minimal blood loss. No adverse events or complications were noted in the operative report. It was noted that the programming wand was used to interrogate and test the generator and lead, and they tested well.